Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized three times for high blood glucose last year. Troubleshooting was declined. The mother stated that the customer no longer wants to use the insulin pump, and she is going back on multiple daily insulin shots. No further information was provided.